Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving bupivacaine concentration not reported at 1 mg day via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient had a pocket seroma due to the catheter was not attached. It was unknown if any environmental, external or patient factors may have led or contributed to the issue. The patient had an 8784 catheter implanted connected to an 8780 catheter. The 2 pieces of catheter were not attached at the spinal connection site resulting in a seroma in the pocket. The actions and interventions were reported as surgery was performed where a new 8784 catheter was put on and the issue was resolved. The issue was resolved at the time of the report and the patient status was noted as alive, no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis identified that the catheter/pin connector/collet was prematurely locked in place. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are : product ID:(B)(4) serial/lot# (B)(4) ubd (B)(4) 2018, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 21-mar-2018 from a healthcare professional who reported that it was unknown if there were any contributing factors for the catheter not being attached. The catheter seemed attached at the time of surgery. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.